Event description:
A customer contacted beckman coulter, inc. (Bec) to report that following a cuvette overflow on an (B)(4) clinical chemistry analyzer, 29 incorrect results (27 creatinine, 1 amylase, and 1 digoxin) were generated and reported out of the laboratory. Two patients were admitted to the hospital based on creatinine results reported out of the laboratory. One of the patients would have been admitted anyway based on the correct creatinine result. Other tests involved but not reported out of the laboratory were c-reactive protein (crp) and a third party microalbumin. These reagents were used on the instrument at the time of the event: creatinine, part number osr6x78, lot 1742. Digoxin, part number osr6404, lot 1483. Amylase, part number osr6x06, lot 1314.

Manufacturer narrative:
Patient information, sample information are not available. Sample was serum. The sample was centrifuged at 3500 rpm for 15 minutes at 20c. A field service engineer inspected the washing system, probes and mixers. There were no signs of glass chippings or any other cause of system overflow were observed. A copy of the hard drive from the analyzer was sent to bec for review. Through review of the data, bec determined that throughout the morning of (B)(6) 2011, there were abnormal reaction monitors which matched the abnormal reaction profiles cited in field safety notification (fsn) 14563. This fsn informed customers about the cuvette overflow issue and the required actions for the laboratory staff to take to avoid reporting incorrect results. The customer should have detected the cuvette overflow at an early stage if instructions per fsn 14563 were correctly followed.